Manufacturer narrative:
The company representative visited the site and evaluated the system due to the reported event. Further investigation, the representative confirmed the root cause of the gantry issue can be attributed to the non-conforming gantry motor. To correct the issue, the representative visited the site to replace the gantry assembly and then tested and verified the system to meet specifications prior to departure. Based on the results of this investigation, the reported event was confirmed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to the non-conforming gantry assembly. (B)(4)

Event description:
A customer reported, the gantry dropped after the technician switched the key off. Additional information received; a patient was docked at the time of the event. The laser was rebooted, patient was re-docked and the procedure was completed without patient injury.